Event description:
The customer obtained a falsely elevated alinity c creatinine result. Sample ID(B)(6) generated an initial result of 660.87 umol/l and retest of 82.30 umol/l. Due to the elevated result the patient went to the a&e and had blood tests. No further impact was reported. Due to the elevated result the patient went to the a&e and had blood tests. No further impact was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for reagent lot 09740un20. Trending review identified no trends for elevated results for the alinity c creatinine assay. Device history record review did not identify any non-conformances or deviations related to the complaint issue. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples. The sample was repeated twice on two different analyzers and an acceptable result was generated. Quality control results were within range at the time of the incident. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of alinity c creatinine, lot 09740un20 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated alinity c creatinine result. Sample ID (B)(6) generated an initial result of 660.87 umol/l and retest of 82.30 umol/l. Due to the elevated result the patient went to the a&e and had blood tests. No further impact was reported. Due to the elevated result the patient went to the a&e and had blood tests. No adverse impact was reported.